Event description:
Patient status post percutaneous transluminal coronary angioplasty (ptca)/stent of the right coronary artery (rca) with perclose device deployed to arterial sheath, venous sheath still in place when patient arrived in recovery room. Approximately two hours later after patient arrived her abdomen was noted to be large, painful, and firm. Doctor notified and CT scan was ordered. CT scan showed a large hematoma.